Manufacturer narrative:
The pressure bag leaking pressure could delay or interrupt therapy. This is attached to an arterial line and can impact patient therapy. Based on the reported information the criteria for reporting an adverse event have been met.

Event description:
The gauge disconnected from the tubing.

Manufacturer narrative:
The pressure bag leaking pressure could delay or interrupt therapy. This is attached to an arterial line and can impact patient therapy. Based on the reported information the criteria for reporting an adverse event have been met. Summary: CAPA-00463 initiated for this reported failure mode. CAPA has been implemented and pre-dates manufacturing date of product associated with this complaint. Ra: pressure leaking caused by inadequate or defective materials including gauges is identified in the risk analysis at a 6 (major).

Event description:
The gauge disconnected from the tubing.